Event description:
It was reported that during a rotational atherectomy treatment procedure, the burr became stuck in the lesion and detached. Vascular access was obtained via the femoral artery. The target lesion was located in the severely torturous and severely calcified mid left anterior descending artery. The 1.50mm rotablator rotalink plus burr catheter was advanced over a 330cm floppy rotawire guide wire to the target lesion and a single ablation was performed for 25 seconds at a rotational speed of 210,00 rpm. It was noted by the physician that strong force was required to the push the burr to the lesion and that the ablation time was long. During ablation, the speed dropped by approximately 10,000rpm and the burr became stuck in the lesion. The physician attempted to remove the burr catheter and guide wire together as a single unit however the burr detached and remained on the guide wire as the devices were pulled on. In an attempt to remove the detached burr a 0.014in unspecified guide wire was advanced however this guide wire would not cross the lesion. The physician was then able to successfully remove the rotalink burr and rotawire guide wire together as a single unit. The procedure was completed with a new rotalink plus unit and new floppy rotawire. There were no further patient complications and the patient's status is listed as fine.

Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: the rotablator plus unit was received for analysis. Visual inspection revealed that the burr was detached from the catheter and stuck to a rotawire guide wire which had been returned with the device. The guide wire was not inserted in the rotablator plus unit. The coil of the catheter unit was observed to be stretched at the distal end. The burr was microscopically examined and the annulus and proximal end of the burr were found to be within specifications. There was no coil inside the proximal end of the burr. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).